Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A patella button trial was returned and evaluated. Visual inspection found the superior peg fractured. Multiple dents and nicks were also found on the part. Therefore, the reported event is confirmed. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported event was determined to be wear and team from use over a field age of approximately 8 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during initial implantation, one of the three pegs had broken off of the patellar provisional trial. Surgeon was able to remove the broken piece from the patient and from the sterile field. Attempts have been made and no further information has been provided.